Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
After additional review, it was noted that the patient experienced dizziness at the mid-(B)(6) 2012 appointment where the healthcare professional (hcp) switched medications form morphine to dilaudid. It was stated that the ¿whole world was spinning like crazy¿ and that the patient could not stand up.

Event description:
Additional information received reported the patient went to see her health care provider (hcp) on (B)(6) 2012 at which time the hcp stated the patient didn't need a refill and that there was still medication in the pump. It was reported the patient first heard the non-critical alarm on (B)(6) 2012. It was noted the alarm went off every hour for about a week. The alarm then turned into the critical alarm one week later and went off every twenty minutes. Telemetry confirmed a critical alarm had occurred. It was reported the patient 'was freaking out' because of the alarm going off. It was reported the patient saw her hcp 'on (B)(6) 2013' at which time the hcp again stated the pump showed it had medication, the patient should have gotten a refill at this time but never did get an actual refill. It was reported the hcp 'thinks the patient had scar tissue clogging the medication' because the patient should have needed a refill (B)(6) but when she went in there was still 'a ton of meds in the pump.' The hcp silenced the pump alarms at this visit. The symptoms the patient experienced included vomiting, nausea, and diarrhea a few days after the single tone alarm started. It was reported the hcp read the pump again and stated there was medication still in the pump, which made the patient feel better. At the time of this report, the patient was scheduled for a dye study the next day 'to see if it is plugged up.' The reporter also stated, 'I think the pump's broke anyway.' It was reported the hcp was discussing sucking out spinal fluid. It was also noted the patient had fallen a year ago and hadn't been getting good pain control. It was later reported 'per the patient, at their refill two weeks ago the reservoir was full at 20 milliliters. However the patient had a 40 milliliter pump so the patient's recollection needed to be verified.' It was reported the pump logs were reviewed and were normal. A low reservoir volume and empty reservoir volume alarm occurred, but it was reported they were expected. It was reported the dye study showed free flow of cerebrospinal fluid and 'good intrathecal space filling.' It was reported, "in further conversation with the hcp it sounded like the alarm issue and volume discrepancy were due to not accurately placing the medical volume upon refill." It was noted the hcp had thought the system automatically detected and measured the volume.

Event description:
It was reported that the patient had experienced, awful pain, since she fell in (B)(6) 2011. Patient fell a few days after dilaudid was added in her pump. Patient felt sick for about 3 months; had vomiting, diarrhea, couldn't stand up, and felt sick a few hours after dilaudid was added. The catheter was to be checked during her next refill on (B)(6) 2012; however, the pump managing physician was no longer available, and patient was looking out for another healthcare provider (hcp). Drugs delivered via the device were morphine, hydromorphone and bupivacaine. On (B)(6) 2012, patient heard the pump alarm at 10:00 pm that was identified as non-critical. It was added that an internist had offered to do a saline flush; patient was yet to find a managing physician.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).